Manufacturer narrative:
S/w version 4.11e. Retainer ring =¿black. ¿case type = ngp. Customer returned pump for alleged high bgs, exposure to moisture, unresponsive keypad and insulin flow blocked were found on (B)(6) 2023. Unable to do the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due pump error 37 and motor is not responding properly during testing. Pump error 37 occurred during testing on (B)(6) 2023 10:29:52.000. Unit passed active current measurement, sleep current measurement test and self-test. Unit was successfully downloaded using thus. Intermittent button response noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1, pcba 2, force sensor and motor home switch. Unable to test the motor outside of the device due to moisture damage. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2023: 16:29:09.000 bolus and 23:07:00.000 basal; in pump downloaded history. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched lcd window (minor), scratched case, overlay scratched, cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and end cap address label missing. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No unexpected insulin flow blocked alarms noted during testing. Pump error 37 was confirmed during testing and due to moisture damage to the motor assembly. Unresponsive keypad was confirmed during testing and due to moisture damage to the keypad flex connector, pcba 1 and pcba 2. Exposure to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 500 mg/dl at the time of the event and was treated with insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. It was unknown whether the customer was using the insulin pump system within 48 hours or not and whether the auto mode/smart guard feature was active or not at the time of the high blood glucose event. Troubleshooting was performed, but later it was declined, found insulin flow blocked alarm during basal, reservoir leak, and fluid in the reservoir compartment. The customer noticed the reservoir was filled with insulin and the pump was exposed to fluid. No further patient complications were reported.  The customer will discontinue the use of the insulin pump and the inulin pump will be returned for analysis.